Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 446 mg/dl that she had checked couples of hours ago, then made corrections with the insulin pump and the blood glucose level was 231 mg/dl. The customer also reported that the insulin pump had blank display. Troubleshooting was performed but the display did not return after restart. The customer could not recall any scenario of moisture exposure of the insulin pump or any damage to the insulin pump. The customer was unable troubleshooting due to insulin pump not turning on. The insulin pump will be returned for analysis.